Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2018. As the sample and lot# were not provided, the complaint can not be confirmed. Retain samples from each lot were checked and did not find anything that should cause this to happen and since this is the only complaint of this nature, how this happen can not be explained. The batch record cannot be reviewed as the lot number was not provided. However, batch records of similar product with different lots were reviewed and there was no deviation found to the production process and in the finished goods inspection. No similar complaint recorded. Root cause can not be determined as there was no sample received for evaluation and the complaint was not confirmed. However, we feel that one of the factor that might affect the performance of the product is: the boot has to be fitted properly to avoid more than the normal movement of the cast.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that when going to put on the 2nd week post healing cast, but boot broke. The metal bar that is the brace for the lateral side, busted through the top. The hook on the inside pushed through and that is what wore through the velcro strap and cast, giving the patient a friction wound." Additional information received on december 14, 2017; - medical intervention was required for the wound? Yes, 4x4 mepilex border foam dressing placed. - how's the patient doing now? Patient healed in one week of wearing mepilex border foam dressing.